Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had not received their replacement insluin pump and their blood glucose level dropped to 50 mg/dl. The customer treated their low blood glucose with a manual insulin injection. At the time of the call the customer's blood glucose level was reported at 300 mg/dl. Customer reported that their blood glucose levels have stabilized and are constantly being monitored. Shipment of replacement insulin pump has been confirmed and is en route to customer. No further information was provided.